Event description:
It was reported that customer¿s continuous glucose monitor displayed error message 42 on g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset pump no longer displayed cgm error message.